Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced shocking sensations. As a result, patient underwent surgical intervention was undertaken wherein the ipg was explanted to address the issue.